Event description:
Initial info received from the rep on (B)(6) 2012 : introducer pierced the trachea and the pt bled. Update from received complaint form (B)(4) 2012: standby with blue dolphin accompanied by reps. "Customer used blue dolphin with combined vt9, usually smith medical ultra perc. The dr made 2 cm incision, injecting vasoconstrictor before, after one attempt, cannula was easy to insert. A bleeding was recognized after the pre-dilator, so he assumed that there was a small arterial damage. Bleeding is without any further consequences and stopped some minutes later after the procedure. Overall, the customer liked the handling and un-forceful insertion of cannula." ->protocol rep standby. Add'l info received (B)(4) 2012: long term artificial respiration necessary/tracheostomy with blue dolphin with combined versa tube 9 mm. Dr injected vasoconstrictor, made 2 cm skin incision. After one attempt cannula was easy to insert. A bleeding was recognized after the pre-dilator, he assumed that there was a small arterial damage. Bleeding stopped some minutes later after the procedure. Suction was needed several times, massive bleeding was recognized. On (B)(6) 2011, tracheal cannula was removed and pt reintubated. On (B)(6) 2011, tracheostoma was surgically provided because of further ventral bleeding and wound infection, additionally antibiosis. On (B)(6) 2011, pt deceased. Reason: heart failure by sepsis. No autopsy was carried out but bronchoscopy showed no fracture of tracheal rings or trauma of posterior tracheal wall. Dr pointed out that anatomical anomaly could be the reason for this massive bleeding and that the problem could also have occurred with another intubation device.

Manufacturer narrative:
Bleeding is labeled in the IFU. Product not functioning as intended is addressed in the IFU. Investigation eval: no product was provided to assist in this investigation. Appropriate design controls have been completed. Instructions for use (IFU) are shipped with each device and details proper usage and placement techniques as well as the necessary warnings and precautions. The IFU contains the following warning, "anatomic anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure." The complaint device was not returned to assist in the investigation. The product is shipped with an IFU which describes the proper usage and placement techniques as well as the necessary warnings and precautions. The IFU contains the following warning, "anatomic anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure." From the description of the event it is stated, "dr pointed out that anatomical anomaly could be the reason for this massive bleeding and that the problem could also have occurred with another intubation device." It is possible that this event occurred due to an anatomical anomaly as suggested by the physician. We will continue to monitor for similar complaints and have notified the appropriate personnel. The quality engineering risk assessment was updated in response to this complaint. Per the conclusion of qera, no further mitigating action is necessary at this time.